Event description:
The customer reported that alarms were down for this monitor. It was confirmed that there was no audio sent from the monitor's speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that alarms were down for this monitor. It was confirmed that there was no audio sent from the monitor's speaker. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.